Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.(B)(6).

Event description:
It was reported that during a hemicolectomy procedure, with the first and second reload, the surgeon did not experience any problems but when the third reload was loaded and the surgeon tried to use the device, he found out that the jaws were locked. A new device was used to complete the procedure. There were no adverse consequences to the patient.